Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occlusion was confirmed, and the cause appears to be related to use of the device. One 6.6 fr broviac catheter was returned for investigation. An occlusion was found in the catheter throughout a 7 cm segment of tubing that was located 6 cm proximal to the cuff. The occlusion was found to be a white substance that filled the lumen and is most likely residual infusate that was administered through the catheter. The catheter revealed evidence of use ¿ a needleless injection cap was attached to the luer, the cuff was discolored, and a suture was tied around the catheter just proximal to the cuff. Due to the condition of the sample, it appears that the catheter became occluded during use. To help maintain catheter patency, flushing frequencies from once daily to once weekly have been found to be effective when the catheter is not in use. Flush with heparin after IV administration of total parenteral nutrition, IV fluids, or after medications. For frequently accessed catheters (accessed at least every 8 hours), flushing with 10 ml of sterile saline without heparin between infusions has been found to be effective. A thrombolytic solution may be used to declot the catheter if the lumen is occluded.

Event description:
Per sales rep, the facility reported that the patient's broviac catheter was occluded. The catheter was removed. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per sales rep, the facility reported that the patient's broviac catheter was occluded. The catheter was removed. No patient injury was reported.